Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted, therefore not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) was cracked. Customer said they wasted the lens. The iol was partially inserted in the left eye when the doctor noticed a crack. He removed it and used a backup iol of the same model and diopter to complete the procedure. There were no complications such as capsule tear, vitrectomy incision enlargement or sutures. The patient is fine. No further information was provided.